Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm after a battery change. Troubleshooting was done. The customer stated that earlier that the numbers were scrolling without any input. The customer stated that there was no damage of other exposure to the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The device had minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.